Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage noted on keypad traces. All buttons functioned properly. No ramping or skipping numbers noted during testing. Bolus wizard programmed properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Event description:
The customer reported that the insulin pump buttons/keypad unresponsive. Customer stated that when she pushed the up button using the bolus wizard the numbers were jumping, skipping and was sticking.troubleshooting was done. Customer's blood glucose was 163 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.